Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. A device serial number was available, however, due to the age of the device (implanted in 1990's) the manufacturing date cannot be determined. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: an unusual case of pacemaker failure: complete disconnection of connector block and battery of subpectorally implanted dual chamber pacemaker. Journal of pacing and clinical electrophysiology. 2002. 25(4):509-510. Doi: 10.1111/j.1540-8167.2012.02421.x. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a case study in which a connector block and generator battery had disconnected. It was reported that the patient experienced symptoms of nausea and heat flush. Two days later, they experienced syncope and a subsequent fall on their right shoulder (opposite side of device implant). The injury resulted in an epidural hematoma and subarachnoid hemorrhage (sah) that required neurosurgical intervention. Months later, the patient was admitted to the emergency department with symptomatic bradycardia and a pacemaker interrogation revealed entrance and exit block. A chest x-ray was conducted which showed that the pacemaker and leads were in their implanted position, however, the wires that connect the header to the generator were torn apart. The device was subsequently explanted the following day and it was confirmed that the generator was completely separated from the header but there was no sign of mechanical trauma or manufacturing defect and the patient denied twiddler's. No further patient complications have been reported as a result of this event.